Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) centimeters in height. An event regarding dislocation involving a trident 0° x3 insert 36mm ID was reported. The event was confirmed. Medical records received and evaluation: a review of the provided medical information by a clinical consultant concluded "in this case, the patient-related factor of an adverse movement in the hip was principal with an unprotected status of the hip capsule early after surgery as facilitating factor and as such root cause of failure is not device-related." Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: a medical review was performed and did not indicate any evidence to suggest a device related issue.

Event description:
The cra reported on behalf of the customer that a (B)(6) year old male patient who had undergone a that on (B)(6) 2014 with an accolade / trident combination presented to the emergency room with an alleged dislocation of the hip and that this was treated successfully by a closed reduction on recovery on (B)(6) 2014.

Event description:
The cra reported on behalf of the customer that a (B)(6) male patient who had undergone a tha on (B)(6) 2014 with an accolade / trident combination presented to the emergency room with an alleged dislocation of the hip and that this was treated successfully by a closed reduction on recovery on (B)(6) 2014.